Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling. Follow-up information was received ten days post-procedure that the patient's phrenic nerve injury had not fully recovered, although there were signs of improvement.

Event description:
During a pulmonary vein isolation (pvi) procedure, reduction in movement of the patient's diaphragm was observed while the right superior pulmonary vein (rspv) was ablated. The physician started ablating the left common pv (lcpv) without any further energy deliveries to the rspv. The physician then used an rf catheter to perform cavotricuspid isthmus ablation. The rest of the pvi procedure was performed with the rf catheter, including ablation of the remaining areas of the right pvs. At the end of the procedure, it was observed by fluoroscopy that movement of the patient's diaphragm was showing signs of improvement.